Event description:
It was reported that bd. The following information was provided by the initial reporter: bd eclipse 25g 1 inch; safety needle; luer lock. ¿syringe connectivity issue-detached/rotating lla.¿ the reporter is a medical assistant who is the vaccine coordinator for the medical practice. The reporter states that while attaching the needle to the bexsero syringe, the needle becomes loose; the luer lock area spins. The reporter began with 50 doses from the same lot number (of which 24 doses currently remain). Of those syringes that were used so far, all were administered except for the 4 suspect syringes. It is unclear how many of the administered syringes encountered the loose needle. There was no breakage of the luer lock area. The 4 suspect syringes were not from the same box. However, the reporter only has 2 suspect syringes to return to gsk. Responses to specific pqc questions are as follows: 1) at what step was the defect discovered? During preparation for administration. The reporter could not recall if it was after partial or end of use of the multi pack. 2) was the product was administered or partially administered? 4 syringes were not administered. 3) what type of needle was used? If safety needle used, what brand and type of safety needle was it? Bd eclipse 25g 1 inch; safety needle; luer lock. 4) did the customer continue to attempt to screw it on (perhaps stripping the locking mechanism)? No. 5) describe how the needle was attached? Gently screwed on. 6) did any leaking occur during this step? No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Pr (B)(4) follow up as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received.